Event description:
It has been reported to philips that the customer tried to make an fluoroscopy and an error message was displayed ¿gate switch not available and fluoroscopy is canceled¿. The device was in clinical use. It is unknown if there was any patient harm. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips distributor reported that when the customer tried to perform fluoroscopy, the error message was displayed: gate switch not available and fluoroscopy is cancelled. System log files were reviewed by a philips remote service engineer (rse). Rse suggested replacing the x-ray tube. The philips engineer replaced the x-ray tube in another work order, and the system was returned to good working condition. The codes were updated based on the investigation outcome.